Event description:
A customer reported a problem with his insulin pump, stating that it was not holding the insulin and had indicated a minimum fill notification. There was no adverse impact on the customer's blood glucose level. To address the issue, it was noted that the customer typically resolved such situations by loading a new cartridge. Eventually, the customer successfully loaded the pump with a new cartridge and resumed insulin delivery. Technical support has resolved the issue and arranged for a replacement pump to be sent to the customer, with no further action needed.